Manufacturer narrative:
It was reported that the user experienced a cartridge leak that was associated with a hospitalization, but no clinical details, bg values, or treatment information were available at the time of reporting. Troubleshooting with the user indicated incorrect supply-change technique, specifically attaching the connector to the cartridge prior to inserting it into the pump, which may explain the reported leak. No product was returned for evaluation. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia associated with a leaking cartridge during use of the ilet, but no bg (blood glucose) values were provided. The user stated they were transported to the hospital for evaluation, but no additional details regarding treatment, bg correction, or clinical findings were provided despite follow-up attempts. No ems, treatment method, or outcome information was available.